Event description:
Customer reported being hospitalized for high blood glucose levels. It was reported that customer had been having high blood glucose levels after treating for low blood glucose levels. During troubleshooting, it was discovered that programming in pump was not correct. Customer had been using an incorrect basal rate pattern and did not have the carbohydrate ratio setting programmed properly in pump. The implications of having incorrect programming in pump was explained to the customer.